Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections. And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported during use of an unspecified insyte catheter there was an issue with the integrity of the tip as ¿the catheter seemed to be burring when advanced and would not seat correctly when trying to reposition and advance again.¿ there was no report of injury or medical intervention.

Event description:
It was reported during use of the bd insyte¿ peripheral venous catheter there was an issue with the integrity of the tip as ¿the catheter seemed to be burring when advanced and would not seat correctly when trying to reposition and advance again.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Additional information was received for the medical device cat #(s).  The following field(s) have been updated: describe event or problem: it was reported during use of the bd insyte¿ peripheral venous catheter there was an issue with the integrity of the tip as ¿the catheter seemed to be burring when advanced and would not seat correctly when trying to reposition and advance again.¿ there was no report of injury or medical intervention. Medical device brand name: bd insyte¿ peripheral venous catheter. Medical device cat #: 381223. UDI: 00382903812233. PMA/510k: k151698.